Manufacturer narrative:
(B)(4). Date sent: 3/27/2024. Investigation summary: a linx device with a visible weld ball that disconnected from a washer was returned to the analysis site. The link length and tensile force measurements were found to meet the applicable specifications during device analysis. The remaining device characteristics, excepting the visible weld ball, show no anomalies for a device that has been reasonably changed as part of the explant procedure, tooling marks were noted in some beads. The device was scanned using computer tomography (CT), optical microscopy, and scanning electron microscopy. The washer through-hole at the separation was measured and was greater than the specification. The washer through-hole was concentric with material displacement at the outer edge of the through hole. The overall appearance of the surface of the washer through hole didn¿t exhibit gross loss of shape. The top view of the diameter of the exposed weld ball was measured. This diameter is within the specification. The weld ball was concentric with the respect to the wire.

Manufacturer narrative:
(B)(4); date sent: 5/2/2023. A manufacturing record evaluation was performed for the finished device lot number 8568, and no related nonconformances were identified. Lot 8568 was an affected lot of the 2018 linx recall. Photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested, and the following was obtained: what symptoms lead to the discovery of the discontinuous device? When did they begin? Na. What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. Please send to: productcompliant1@its.jnj.com was the device initially effective in controlling reflux? Yes. Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? No. Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Na. Did the patient have any other surgeries in the area? Na. Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. Will share on separate email. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? Scheduled to be removed and replaced with new linx when is the device scheduled to be removed? Linx will be replaced- removal date not determined yet. When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? Will request. When and if the linx device is removed, may we ask that the device be returned for analysis? Yes.

Manufacturer narrative:
(B)(4). Additional information received: the device was explanted on (B)(6) 2023.

Manufacturer narrative:
(B)(4) date sent: 1/18/2024.

Manufacturer narrative:
(B)(4); date sent: 5/9/2023. Photo analysis: an x-ray image of the device in vivo was reviewed by a medical safety officer. As per medical safety officer: "the image demonstrates a discontinuous linx device." A hands-on analysis is necessary to determine the cause of failure. The mechanism/cause of failure cannot be determined from the provided image. No further investigation can be completed at this point.

Manufacturer narrative:
(B)(4). Date sent: 4/12/2023. Only event year known: 2023. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what symptoms lead to the discovery of the discontinuous device? When did they begin? What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. Please send to: (B)(6) was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Did the patient have any other surgeries in the area? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? When is the device scheduled to be removed? When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? When and if the linx device is removed, may we ask that the device be returned for analysis? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a linx device is discontinuous. It was verified by xray. No explant has been scheduled as of now.